Event description:
Pump was reported to change from ml's/min to ml's/hr spontaneously during clinical use. This caused a 6 hr in infusion of primacor to complete in just 4 hrs. No med intervention was required and no adverse outcome resulted.